Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable.

Event description:
It was reported when positioned laterally the system failed to generate an image, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.